Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the cgm reading was 68 mg/dl and the bg value was 30 mg/dl. The patient fainted and was given 30 grams of glucose by his wife. The doctor came and checked on him but did not provide any additional medical intervention. At the time of the report the patient was feeling fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.